Event description:
Patient undergoing electrophysiology (ep) ablation. Catheter became stuck in the sheath. Would not come out. Had to be cut and then pulled out. Ir performed an angiogram to assess for harm to patient. No harm found.